Manufacturer narrative:
(B)(4). The kit instructions recommend an endoscopic technique for selecting and preparing the gastrostomy site, inserting four t-fasteners to secure the stomach to the anterior abdominal wall (placing the t-fasteners), and filling the balloon with 15 to 20 ml of water or saline (tube placement). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
A patient was having an issue with the stoma site leaking gastric contents a week or two after the tube had been placed. The doctor indicated he used a radiological technique to place a g-tube (peg kit) for several years without any problems. In the last couple of months, he had two patients (unspecified age or underlying conditions) who had some leaking of gastric contents through the stoma after the g-tube had been inserted for more than one week. The doctor usually uses three t-fasteners to anchor the g-tube to the abdominal wall. Also, the doctor normally inserts 10ml of sterile water to fill balloon. The patient experienced pain and skin irritation to the insertion site. The g-tube was removed and placed with a competitor g-tube. The competitor tube is working fine and no patient complaints at this time.